Event description:
Patient representative reported left side significantly increased risk of developing, cancer, emotional distress, including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in body, including the resulting inflammation, cellular damage, past and future medical expenses, physical pain and suffering from explanation, including permanent scarring and disfigurement. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.